Event description:
Per the report received from germany, edwards received notification of a pascal precision procedure in mitral position. During procedure, there was air introduced in the patient. The patient was under general anesthesia, and no saline drips or pressure monitoring devices were attached to any of the device handles. After insertion of the guide sheath (gs), and right after heparin infusion, air was seen in the left ventricle (lv). The patient experienced low blood pressure and less lv wall movement. The introducer and the wire were still in the sheath. Eventually, the air disappeared and the procedure was completed without any further events. Therefore, no treatment was required. There was no patient injury due to this event. Patient in good condition afterwards. As per medical opinion, the amount of air observed was more than usual for a teer procedure.

Manufacturer narrative:
H6 health effect - impact code: non-serious injury/illness/impairment. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. It should be noted; the device was used in a patient with functional mitral regurgitation. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But it is approved for both functional and degenerative mitral regurgitation in the region where the procedure was performed. Therefore, the procedure will not be considered off-label in this case.

Manufacturer narrative:
Information updated/corrected/added to sections: b4, d9, g3, g6, h2, h3, h6 (component code, impact code, type of investigation, investigation findings and investigations conclusions) additional h6 type of investigation code: labelling review. H11: additional manufacturer narrative: the complaint for device not completely de-aired during flushing and preparation was confirmed empirically from information received. No imaging was provided but the guide sheath used during the procedure was returned for evaluation, however the complaint was unable to be replicated. No manufacturing nonconformances were found with the returned guide sheath after performing functional evaluations and leak testing. A device history record review was completed, and the device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Potential root causes may include variations in execution of de-airing steps or air introduced from a non-pascal source. However, a root cause was unable to be determined. Since no edwards defect was identified, corrective or preventive actions are not required.